Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was reported available for return but has not been returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will submit a supplemental report. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that the the embolization coil was used to treated a patient with unspecified large aneurysm. Reportedly, the coil unintentionally detached in the microcatheter during re-positioning attempt. The entire coil was removed from the patient and different brand coil was used to successfully complete the case. The patient was fine.

Manufacturer narrative:
Additional information: d10 (date device received), h6, h10 (summary device evaluation). Summary device evaluation: the investigation of the returned coil system found the implant to be deformed and separated from the pusher. The pusher was not returned for evaluation. The investigation found the implant's monofilament showed a tensile break shape at the tip, which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. This condition is consistent with the coil becoming stuck or experiencing friction during repositioning within the aneurysm (i.e., stuck on previously implanted coils or the tip of the microcatheter). The microcatheter used in the procedure was not evaluated as a part of this evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.